Event description:
During follow-up, egms were missing in the memory of the device. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.